Manufacturer narrative:
(B)(4). This report was inadvertenly filed as a duplicate report. The incident in question is related to an equipment issue, which is addressed in MDR report # 1722028-2012-00707.

Manufacturer narrative:
(B)(4). Investigation: a disposable set was not received for investigation. A subsequent service call was carried out for the machine. Root cause: a definitive root cause could not be determined. It is possible that this issue is related to a defective return line air detector. Corrective action: a terumo bct technical service engineer visited the site in relation to this issue and replaced the return line air detector on (B)(4) 2012.

Event description:
The customer reported that during the apheresis procedure, after about an hour, they received many alarms, 'air in return line'. This alarm went off at least 7 times towards the end of the procedure. No air could be seen but "remove kit procedure" carried out as instructed on screen each time. After the alarms, the procedure was discontinued as advised by a terumo consultant. Patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.